Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that therapy electrodes on their device were not working. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer reported to physio-control that their quik-combo electrodes did not work, when attempting to provide synchronized cardioversion. Initially, the same pads were used on 3 different devices, and subsequently the electrodes with the same lot number were used on subsequent patients, with the same problem. When a different lot number electrodes were subsequently used, the users were able to provide defibrillation therapy. The customer confirmed they still had two of the three electrode sets used during the event. Additionally, the customer still had unused, closed packages of electrodes with the same lot number. The customer's electrodes were returned to the physio-control product assessment center (pac). The pac evaluated the electrodes and confirmed proper operation for both the used and the unused electrodes. For each it was confirmed they were able to provide defibrillation therapy, as expected. A cause of the reported issue could therefore not be determined.

Event description:
The customer contacted physio-control to report that therapy electrodes on their device were not working. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.